Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received indicating this crt-d was explanted and replaced. No adverse patient effects were reported.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture on the left ventricular (lv) channel. High out of range pacing impedance measurements were also observed. The lv lead was programmed off and the atrioventricular delay was increased to restore the patient's intrinsic rhythm. The patient had experienced increasing dyspnea with usual activity.

Manufacturer narrative:
A chest x-ray was completed and the patient will continue to be followed. The available information suggests this device remains in service. No adverse patient effects were reported.